Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown.

Event description:
It was reported that the patient experienced ineffective therapy and that the right-side lead migrated. As a result, surgical intervention occurred during which the lead was explanted and replaced to address the issue.